Event description:
Caller states the patient tested 6.6 inr on the coaguchek xs system and 10.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, but strips are unavailable for return.